Event description:
Patient reported "deflation." This record is for the right side. The device remains implanted.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.